Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt had passed. The pt's wife allegedly reported that the 'lifevest never treated him'. Details concerning the lifevest, the pt's death, and order of events remain unk as the pt's wife is non-compliant in communicating with customer support and logistics. Attempts were also made to the health care facility to obtain the sequence of events concerning the pt's death. The info was not recorded in the pt's chart.

Manufacturer narrative:
To date, there has been no download for review of the pt's flags. The equipment has not yet been returned to zoll for eval. There is also no record of the sequence of events surrounding the death in the pt's chart at the health care facility. There is no evidence that the device caused or contributed to the pt's death.